Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "tenderness, swelling all at injection site, and CT scan showed suspected abscess in the area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with one syringe of juvéderm voluma® xc in each cheek/malar area, the patient experienced an abscess, tenderness, and swelling about a month later. The day symptoms began, a CT scan showed suspected abscess in the area of injection, and a needle biopsy was attempted, but they were unable to obtain a sample. The patient was started on prednisone and antibiotics when symptoms began, and was injected with hyaluronidase 12 days later. The symptoms resolved the next day. The patient was concomitantly injected with "bellafil" (suneva) dermal filler.